Event description:
Boston scientific received information that this right ventricular lead displayed a steady increase in pace impedance measurements from 800 ohms to over 1400 ohms over the past year. The patient was brought in to clinic for follow up. The lead was evaluated under fluoroscopy where it appeared to have some defects in the outer coil. The lead was programmed to unipolar where adequate thresholds and impedance values were obtained. The lead will continued to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicated that the patient with this lead was seen for a lead revision procedure where the lead was capped. A new lead was successfully implanted. There were no adverse patient effects reported.